Manufacturer narrative:
The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no anomalies were found. Device was disposed off.

Event description:
Nevro received an adverse incident report from the (B)(6) centre (niaic). The report indicated that the device was explanted due to a deep infection that required hospitalization. The report also indicated that at the time of report, there was no evidence that the infection was caused by the device. Nevro has made several attempts to obtain additional information and the results of their internal investigation. To date nevro has not a received a reply to our inquiries and based on the initial report the device is still at the medical facility under investigation.